Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation-use error: observed opening on anterior side assessed as surgical damage per rga. As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported no complaint against left side device. Device explanted. Physician later reported hole in valve, 'leaking from valve', and 'hole created to drain fluid from implant.' The event "hole created to drain fluid from implant" is not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a. (Hole in valve observed, during explant surgery).

Event description:
Physician reported, no complaint against left side device. Device explanted. Physician later reported, hole in valve, 'leaking from valve'. And 'hole created to drain fluid from implant'. The event, "hole created to drain fluid from implant" is not related to the device.